Event description:
Info rec'd indicates the bed has no function working.

Manufacturer narrative:
The tech found the power supply board had no output due to cleaning fluids shorting out the board. The tech replaced the power supply board to repair the bed.